Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the lancet holder on her onetouch ultra soft lancing device is broken. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on a week or two prior to contacting lfs. It is not clear if the patient continued testing with a secondary/ back-up device. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged product issue. According to the csr¿s documentation, as a result of the alleged issue, the patient reportedly lost her memory (date/time now known) and approximately two or three days prior to contacting lfs, the patient reportedly went to the emergency room (ER). During the patient¿s time in the ER, the patient reportedly tested with the ER¿s meter and obtained readings that were ¿too much¿ as well as ¿too low¿; the patient does not recall what treatment (if any) she may have received while in the ER. It is not known when the patient was released from the ER. At the time of troubleshooting, the csr verified the patient was not using the lfs product for the first time and there was no misuse of the lfs product. A replacement lancing device was sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly went to the ER and obtained unspecified high and low readings (with the ER¿s meter) after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on 9/9/2013 and 9/16/2013, respectively, with the following findings:the lancing device passed all testing with no faults found. The lancing device was also tested and the primary complaint was not confirmed; however, a secondary issue was noted when damaged casing threads and stripped cap threads were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.